Manufacturer narrative:
Other: height adjustment rack.

Event description:
It was reported by svc report that the height adjustment rack on stretcher is bent. It is unk if there was pt involvement or if there are adverse consequences to report.